Event description:
During a tonsillectomy and adenoidectomy, the surgeon was concerned about the settings utilized on the valleylab cautery. Surgeon felt they were not getting appropriate cauterization from the cautery during the procedure. The pt sustained a blood loss of 350cc. Due to this blood loss the surgeon made the decision to halt the procedure. Only one tonsil was removed from the pt at the time. The surgeon made contact with the valleylab co rep. The rep voiced to surgeon that there had been other concerns of this same nature (where the cautery unit was allowing tissue to migrate and not coagulate) voiced to the co. The co had not sent an alert or communicated these problems in any way to facility. The president and vp of patient care services reviewed this case the next day with the surgical services supervisor and surgeon. The electrosurgical unit was purchased new in 1996, had regular inspections by facility's bio-medical tech and was in good working condition. This electrosurgical unit is a multi-purpose, multi-specialty electrosurgical unit. The co rep stated that the co was planning to contact all hosps with these units to perform a software upgrade which would correct the problem. Three days later the co rep brought a force fx unit with the computer upgrade to facility and removed its force fx to have the upgrade performed. It was the only unit present at facility.